Event description:
Related to MFR report # 2183959-2012-00779. "On or about (B)(6) 2008, "a perigee system with intepro lite was implanted to treat, "pelvic organ prolapse and urinary incontinence." Plaintiff's attorney has alleged that , as a result of the mesh, the plaintiff, "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," "has undergone medical treatment and will likely undergo corrective surgery and hospitalization," has had an immune response," and "inflammation." It was also alleged that she had "operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other serious medical problems.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.